Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The craniotome device was evaluated and the reported condition that the device had bad bearings and they could be seen twisted in shaft was confirmed. An assessment was performed and it was observed that the bearings were found to broken when disassembled, and the leg was drilled. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the craniotome device had bad bearings. It was noted that the bearings could be seen twisted in the shaft. During in-house engineering evaluation it was observed that the neuro tip (leg) was drilled into. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.